Event description:
It was reported by the pt's allergist that one day after receiving a taxus express2 drug eluting stent, the patient experienced hypersensitivity. Per procedure notes, the patient received a 3.5x16mm taxus experess2 drug eluting stent in the mid right coronary artery (rca) to treat a 100% stenosis. The lesion was predilated with a 3.0x20mm non-bsc balloon with one inflation with a maximum inflation pressure of 10 atmospheres. "Following intervention there was an excellent angiographic appearance with a 0% residual stenosis." One day later, the patient experienced "reflux, burning in the chest" and the patient reported that she "feels like her tongue is on fire." Patient saw a gastrointestinal doctor over the summer and had an endoscopy which showed "slight irritation of the esophagus and stomach." Patient then underwent ph testing and barium swallow study which were "normal" as per patient. She is currently taking carafate with no relief. Patient reports a history of bilateral knee replacements and had "trouble with the metal and the joints kept loosening up." Patient also reports that she had ankle surgery and had "problems with the pins." Patient has a history of nickel sensitivity.

Manufacturer narrative:
H.6.: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution.